Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was able to duplicate the reported issue. The se charged the battery, performed calibrations and extended self-testing on the device and all tests passed.